Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified on the left internal carotid artery during stent placement which led the physician to the procedure to carotid endarterectomy (cea). The patient was reported to be neuro intact.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.